Event description:
Before using a 75mm linear cutter for an open abdominal case on the patient, the surgical tech noticed that a small washer had broken off from the instrument. It was removed from the field.what was the original intended procedure?resection malignant neoplasm.